Event description:
It was reported that a percuflex plus ureteral stent was implanted on (B)(6) 2024 and was removed (B)(6) 2024 due to a postoperative infection.

Manufacturer narrative:
Imdrf patient code e1906 captures the reportable event of infection.